Event description:
The consumer claims: "I bought this monitor in (B)(6) 2017. I have noticed that blood monitor shows the wrong data during measurements. I have unpaired and paired my monitor but the issue remained the same. I had a chance to compare measurement with different monitor that shows correct data with the same procedure followed - the difference was significant."